Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain." Number 1 states, ¿material sensitivity reactions.¿ number 3 states, ¿intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01508 / -01509 and -05155).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2005, and revision procedures performed on (B)(6) 2012 and on (B)(6) 2013 due to patient allegation of pain and personal injury. A review of invoice history confirms both revision procedures and that the modular head was removed and replaced in the second revision. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2012 reports patient was revised due to a painful hip with metallosis. Revision op report further notes the presence of abnormal fascia and abnormal skeletal muscle; greenish, viscous, creamy fluid; black-stained tissue; and a lytic region with friable black soft tissue. Op notes further report the superior and posterosuperior acetabulum was almost devoid of bone, and the stem was anteverted approximately 70 degrees. The stem was well fixed and remains implanted. The cup and head/neck component were removed and replaced.